Event description:
A pt reported experiencing inaccurate high results with a otbe meter. The pt's blood glucose results were 205mg/dl, 330mg/dl. Tests were done with <10 minutes with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.